Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude. Additional information indicated that the physician thought that this lead may have been partially through the patient's tricuspid valve and damaging it. So, this rv lead was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Complete lead was returned. Set screw mark was noted on terminal pin and drag marks noted on terminal ring. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The field allegation could not be confirmed through testing.